Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: we had an incident where on (B)(6) 2026 03:33 and 05:29, nurses report inputting 3380mls over 8 hours, with rate automatically calculating. They returned at 05:29 to find the full bag infused over 2 hours. No patient complications were reported as a result of this event.